Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the 3100a ventilator found water in air lines inside the unit. The customer confirmed that there was no patient involvement associated with the reported event.